Event description:
Procedure: lap assisted distal gastrectomy. According to the reporter: the following event occurred prior to use on patient. After loading the first egia60amt on idrive handle, the cartridge status indicator lamp was not lit up. Even after moving up and down the release button, the trouble would not be solved. When a nurse forced to load this sulu on the device, the cartridge happened to be broken and it could not be used. Another idrive handle was opened and after setting the second adapter and the second egia60amt of the same lot were set on the second idrive handle, the doctor confirmed the device could recognize them normally. No patient involvement. Operating time extended: less than 30 min. Any of the samples of egia60amt and idrive handle is not returned from the customer because of infection in the patient. No info is available to confirm serial number of two idrive handles that were used in the case. Unknown patient gender, age, and weight.

Manufacturer narrative:
(B)(4).